Event description:
It was reported that during a biliary stenting treatment procedure, premature stent deployment occurred. An extractor xl 15mm retrieval balloon had been selected and advanced to treat an unspecified stricture in the common bile duct (cbd). The physician was unable to inflate the balloon. The retrieval balloon was exchanged for another extractor xl 15mm and the device was used successfully. The physician selected and advanced a 10x60mm wallflex biliary stent w/uniflex plus to the target lesion. The device inadvertably deployed prematurely due to the patient's "difficult" anatomy at the stricture. The device deployed in the intended location. There were no patient complications reported with the patient's current condition listed as "ok".